Event description:
Sensor and band off infant in bed, security system did not alarm that band was not on infant. It did alarm to check the band - but that was not the issue - the band and sensor were not even on the baby - a red alert should have been triggered when the band and sensor fell off. Expiration date: sensors 0912.